Event description:
Boston scientific crm received information that this lead was attempted and not used. During the implant procedure, this lead seemed to get intertwined in what appears to be tricuspid valve tissue. The lead was not used and another lead was successfully implanted in it's place without incident. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The lead was returned without the drug collar in place. The analysis did not reveal any sign of a material or manufacturing problem.